Manufacturer narrative:
Additional information: the guide wire and previously deployed stent were non-medtronic devices. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a euphora rx coronary balloon catheter to treat a mildly tortuous, non calcified lesion with 80% stenosis in the mid left anterior descending artery (lad). The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the device failed to cross the lesion.the guide wire was then pulled out of the body to re-shape before re-inserting, in an attempt to not have the guide wire go through the strut of a previously placed stent in the ostium of the diagonal branch, which the guide wire had passed though when wiring the lad. It was stated that there was a strut of this previously deployed stent hanging into the lad. It was indicated that this was the cause of the euphora balloon failing to cross the lesion. It was also reported that the tip of the euphora fully detached after the device was removed from the patient. The detached tip was on the guide wire outside the body so the tip was pulled off the guide wire after removing the balloon from the guide wire. It was stated that the tip partially detached while in the patient body and then fully detached when the device was removed from the patient. The patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the euphora device was received for analysis. Kinks were evident on the distal shaft. Bunching was evident to the inner member and balloon. A complete tip detachment occoured at the distal balloon bond. The detached tip was flattened and bunched and stretched. The material at the detachment site was uneven. The inner lumen patency could not be verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Product analysis/image review: one image was provided for review. The strain relief, luer and distal section of the device, and a clear bag with text on it, could be seen in the image. The strain relief and luer were positioned behind the clear bag. There appeared to be blood on or in the balloon. It appeared that a detachment of the tip occurred. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.